Manufacturer narrative:
The reporter noted the date was an approximation customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo® 90 infusion set had a bent cannula. The issue caused the patient to have a blood glucose of over 700mg/dl. The patient possibly had low or moderate ketone levels. A manual injection was conducted to address the high blood glucose. No permanent injury was reported. See MFR: 3012307300-2017-00730.